Event description:
It was reported that patient stated that they purchased a kit (B)(6) 2025, but purewick urine collection system was still not suctioning believed it was the motor. Representative informed they would need to troubleshoot unit. Unit did not pass water test did inform patient the kit was purchased 90 days ago, and they recommend kit be replaced every 60 days due to wear and tear from usage. Patient purchased a new kit and stated they would call back if unit was still not working. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that they purchased a kit on (B)(6) 2025, but purewick urine collection system was still not suctioning believed it was the motor. Representative informed they would need to troubleshoot unit. Unit did not pass water test did inform patient the kit was purchased 90 days ago, and they recommend kit be replaced every 60 days due to wear and tear from usage. Patient purchased a new kit and stated they would call back if unit was still not working. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.